Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, original surgery was done on (B)(6). On (B)(6) the reoperation was performed. Current patient status: under observation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: post- operatively3 days after undergoing a knee arthroplasty, a patient complained that its knee was moving. Reoperation was needed. The patient's articular capsule was broken and the v-loc had broke at 4 points. The event occurred/was noticed after the surgery. Reoperation was required due to the issue.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted receipt of 1 suture and no needles. The suture was broken in 3 places. It was observed, under magnification, that the suture appeared to have split under tension. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.